Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the central regurgitation is most likely related to disease progression. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, the patient exhibited worsening central aortic regurgitation after successful tavr. Echo results 30 days post procedure show trace regurgitation, at 1 year post procedure, the regurgitation was mild and at 2 years it was moderate. The patient visited the hospital with complaints of shortness of breath. Treatment included lasix and bipap.

Event description:
Additional information was received indicating that 4 years, 6 months post tavr the patient visited the ER with complaints of shortness of breath and leg swelling. An echo performed showed moderate to severe aortic insufficiency. Three days post admission the patient became tachypneic and tachycardic. Patient was intubated. U/a positive, antibiotics started. Family made patient dnr. Patient extubated and comfort measures applied. Patient expired.